Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pinhole leak in the upper silicone segment resulting in the medication leaking out onto the floor. No issues were noted during priming. The nurse noted the bag was empty sooner than expected, noticed a puddle on the floor, and found the leak in the tubing. There was no pt harm or med intervention. No additional pt or event details were provided by the customer.